Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 106 mg/dl at the time of incident. The customer ran fixed prime and the insulin pump alarmed no delivery. The customer assembled new reservoir and infusion set. The customer ran fixed prime and the insulin pump did not alarm no delivery. Troubleshooting resolved the no delivery alarm after reservoir change. The reservoir will be replaced and will be returned for analysis.